Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The original result was 0.100 miu/ml with a data flag and was reported to the ER, who said that the result could not be correct because the patient was known to be pregnant. The sample was repeated in an aliquot tube and the result was 10000 miu/ml with a data flag. The customer repeated the sample with a 1:100 dilution and the results were 107309 miu/ml and 107811 miu/ml. The reported result was corrected to 107811 miu/ml. An ultrasound was performed on the patient. The patient was discharged from the hospital in good condition and was not adversely affected. The hcg reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not determine a cause. He ran performance tests which passed with no errors or issues. He noted the original test was performed in a 13x100 tube with no adapter in the sample rack. He placed adapters in the rack from customer's stock and informed the customer if using 13mm tubes, the inserts need to be used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.